Manufacturer narrative:
Initial and final MDR 1886163- MDR 3003442380-2024-07762- device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the four-years-old male child patient's cannula was kinked within last 3-4 months. The issue occurred with eight similar types of infusion set and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.